Event description:
A customer contacted baxter's (B)(4) reporting that he had to end his therapy early the night before due to one of his bags falling off the table. The home patient (hp) stated that he did not get his full last fill and he believed he was empty then. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the bag disconnecting, it was revealed that the hp had fallen off the bed during sleep, and pulled on the cassette tubing effectively disconnecting it from the bag. The hp confirmed that there were no defects observed on the supplies. The hp stated that the separation event did not cause any injury or harm. The hp verified that he had notified the nurse of this event. Per hp, he is doing fine and continuing therapy. The hp did not know the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for separated was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The home patient (hp) contacted baxter's global technical service center to report that he had fallen off the bed during sleep, and pulled on the cassette tubing effectively disconnecting it from the bag. The root cause was determined to be user error due to improper set up of the bag. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential user error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The programmed fill volume was 2200ml and the total drain volume was 3676ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.